Event description:
Clogged needle.

Manufacturer narrative:
Device not returned to manufacturer. Production records have been attached. After reviewing the production records, there is no malfunction detected.

Event description:
Clogged needle.